Event description:
Patient with a tracheostomy was brought to CT scanner. He was placed into hoyer lift to move onto CT table, rt (respiratory therapist) was holding airway then a loud cuff leak was heard and it was recognized the pilot balloon was resting on the patient¿s chest and not connected to the tracheostomy. Airway emergency was called, and the team presented to CT scan and orally intubated the patient. The following day he went to the operating room for a tracheostomy revision.